Event description:
It was reported that the 9900 system had poor image quality with washed-out images. Also some saved images were missing from the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, cine drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.